Manufacturer narrative:
No blood loss nor medical intervention was reported. Data from the pc card was downloaded and evaluated by a tech a the mfg site. The pumps, pressures, scales were verified to be functioning within MFR's specs. The machine was primed and passed prime test. Performed 15 min cvvhdf saline run to verify fluid removal rate at 50 +/-5ml. The problem is when the replacement pump runs below 1500 ml/hr it is possible that the machine gives incorrect fluid and pump speeding resulting in possible air infusion from the replacement pump into the blood circuit. This problem is addressed in the new software version 2.01 and it is to be implemented.